Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the keypad buttons had been hard to push for a few months and have been delayed in response. The patient reportedly wore the pump attached to a belt and cleaned around the caps with a dry q-tip. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.